Event description:
The reporter performed a blood glucose test at home and got a result of 169 mg/dl. One hour later she was tested at the lab, with a result of 250 mg/dl. She did not have any symptoms, and did not allege harm. Reporter stated that she had never cleaned her meter, and did not have control solution for testing.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8